Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and stent inadequate apposition occurred. The target lesion was located in the moderately tortuous and heavily calcified circumflex artery. Using a guide extension catheter, a 4.00 x 24 synergy drug-eluting stent was deployed to treat the lesion. However, the stent had a dog bone in the proximal portion of the stent and upon removal of the stent delivery system, the shaft broke approximately 100cm from the hub. The patient went to surgery for removal and also got bypass grafts to a couple of different arteries. The surgery completed the procedure itself. There were no further complications during the surgery and the patient was doing fine.